Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of extended charge time was confirmed in the laboratory. The hv capacitors were sent to the manufacturing site for further evaluation and an internal anomaly in one of the hv capacitors was found. The cause of the extended charge time was an internal anomaly in one of the hv capacitors.

Event description:
It was reported that patient presented after receiving a vibratory alert due to capacitor charge time over the limit. Patient stated to hear a loud pop sound from the device before the vibratory alert. In clinic testing showed capacitor maintenance time out. It was also noted that prior to explant the capacitor maintenance could be performed successfully. The device was explanted and replaced.